Event description:
Per independent repair center statement, the unit has low o2 or yellow light. The key failure is the pe valve for the sieve beds is leaking. Additional malfunctions are the hose barb fitting for the product tank is leaking/faulty and the intake filter for the sound box is dirty.